Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported issue appears to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the celiac artery. One herculink elite stent was successfully deployed. The second herculink elite stent was deployed; however, the stent was dragged out of place by the unspecified guide wire used in the procedure. This led the herculink stent to float down the aorta. An armada balloon was used to go through the stent and then the stent was snared and pulled back into the right common iliac artery, where kissing covered stents had to be deployed. One of which was deployed inside the herculink stent to protect bloodflow and prevent the herculink from further potential migration. There were no adverse patient sequela. No additional information was provided.